Event description:
Event verbatim: [preferred term] has burns on her back; skin is removed, its blistered and gone [burns second degree]. Case narrative: this is a spontaneous report from a contactable consumer reporting for wife. A (B)(6) female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number: t38954, expiration date: jun2020, from an unspecified date at an unspecified frequency for lower back pain for years. Medical history was none. There were no concomitant medications. The patient previously took thermacare heatwraps for unknown indication and experienced no adverse event. The reporter's wife used one of the thermacare heatwraps and she had burns on her back from it about 4 hours (after using the product) on an unspecified date. The skin was removed, its blistered and gone. As long as it had been around she had been using them. Reporter confirmed that no healthcare professional was involved. Reporter stated no treatment, patient just left it uncovered and didn't put anything on it. There was no lab work. The patient was not currently under the care of a physician for any medical condition. The patient did not have any of the following conditions: diabetes, poor circulation, heart disease, difficulty feeling heat or pain on your skin, rheumatoid arthritis, decreased sensation, neuropathy. The patient classified skin tone as olive. The patient did not have a sensitive skin. The patient did not have any abnormal skin conditions: atopic dermatitis, eczema, seborrheic dermatitis, skin allergy, hives or rashes. The color of the box patient purchased was red box. The patient did not previously use other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack). The patient was not sleeping while wearing the product. The patient wore a t-shirt over the thermacare product so product did not attach to body. The patient was not wearing a snug waistband/belt or similar or otherwise applied pressure over the area. The patient did not engage in exercise while using the product. The patient checked skin under the product thermacare when she applied for the first time. The patient read the usage instructions on thermacare before using the product. The action taken in response to the event was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Has burns on her back; skin is removed, its blistered and gone [burns second degree] , the patient ended up having blisters on her back. Now they have turned into scars [scar]. Case narrative:this is a spontaneous report from a contactable consumer reporting for wife. A 46-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number t38954, expiration date jun2020, from an unspecified date at an unspecified frequency for lower back pain for years. Medical history was none. There were no concomitant medications. The patient previously took thermacare heatwraps for unknown indication and experienced no adverse event. The reporter's wife used one of the thermacare heatwraps and she had burns on her back from it about 4 hours (after using the product) on an unspecified date. The skin was removed, its blistered and gone. As long as it had been around she had been using them. Reporter confirmed that no healthcare professional was involved. Reporter stated no treatment to "has burns on her back; skin is removed, its blistered and gone", patient just left it uncovered and didn't put anything on it. There was no lab work. The patient was not currently under the care of a physician for any medical condition. The patient did not have any of the following conditions: diabetes, poor circulation, heart disease, difficulty feeling heat or pain on your skin, rheumatoid arthritis, decreased sensation, neuropathy. The patient classified skin tone as olive. The patient did not have a sensitive skin. The patient did not have any abnormal skin conditions: atopic dermatitis, eczema, seborrheic dermatitis, skin allergy, hives or rashes. The color of the box patient purchased was red box. The patient did not previously use other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack). The patient was not sleeping while wearing the product. The patient wore a t shirt over the thermacare product so product did not attach to body. The patient was not wearing a snug waistband/belt or similar or otherwise applied pressure over the area. The patient did not engage in exercise while using the product. The patient checked skin under the product thermacare when she applied for the first time. The patient read the usage instructions on thermacare before using the product. Upon follow up on (B)(6) 2019, the patient ended up having blisters on her back. Now blisters had turned into scars. The reporter did provide to her that pfizer did a voluntary recall of some of these heatpacks. However, the expiration date they had that caused issue was not one from one of the lots that was recalled. The action taken in response to the event was unknown. The outcome of the event was unknown. Sample status was forthcoming. According to the product quality complaint group: the root cause category is non assignable (complaint not confirmed). Consumer reports a burn from a wrap. The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. There was one site investigation involving wrap temperature, (B)(4) - multiple cold cells found in batch t38954. There were seven wraps with an individual cell temperature less than the lower individual cell temperature specification of 35.8° c per thermacare agm lower back & hip (8 hour) spec-28881, effective 06aug2017. Root cause of the cold cells was determined to be equipment- brine pump number a9 was found to be broken; pump was replaced under work order #. No further testing is required by sop-54615, (effective 14dec2015) corrective action procedure (cap) for an individual cell temperature below the lower specification limit because a single cold cell in a wrap will not impact in the temperature profile of the wrap. The product quality for the batch is not impacted by this complaint. Follow-up (14sep2018): new information received from product quality complaint included investigational results. Follow-up (05feb2019): new information received from product quality complaint included: new event "the patient ended up having blisters on her back. Now they have turned into scars". Company clinical evaluation comment based on the information provided, the event of "burn blisters", "scar" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "burn blisters", "scar" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). Consumer reports a burn from a wrap. The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. There was one site investigation involving wrap temperature, (B)(4) - multiple cold cells found in batch t38954. There were seven wraps with an individual cell temperature less than the lower individual cell temperature specification of 35.8° c per thermacare agm lower back & hip (8 hour) spec-28881, effective 06aug2017. Root cause of the cold cells was determined to be equipment- brine pump number a9 was found to be broken; pump was replaced under work order #. No further testing is required by sop-54615, (effective 14dec2015) corrective action procedure (cap) for an individual cell temperature below the lower specification limit because a single cold cell in a wrap will not impact in the temperature profile of the wrap. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] has burns on her back; skin is removed, its blistered and gone [burns second degree]. Case narrative:this is a spontaneous report from a contactable consumer reporting for wife. A 46-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number t38954, expiration date jun2020, from an unspecified date at an unspecified frequency for lower back pain for years. Medical history was none. There were no concomitant medications. The patient previously took thermacare heatwraps for unknown indication and experienced no adverse event. The reporter's wife used one of the thermacare heatwraps and she had burns on her back from it about 4 hours (after using the product) on an unspecified date. The skin was removed, its blistered and gone. As long as it had been around she had been using them. Reporter confirmed that no healthcare professional was involved. Reporter stated no treatment, patient just left it uncovered and didn't put anything on it. There was no lab work. The patient was not currently under the care of a physician for any medical condition. The patient did not have any of the following conditions: diabetes, poor circulation, heart disease, difficulty feeling heat or pain on your skin, rheumatoid arthritis, decreased sensation, neuropathy. The patient classified skin tone as olive. The patient did not have a sensitive skin. The patient did not have any abnormal skin conditions: atopic dermatitis, eczema, seborrheic dermatitis, skin allergy, hives or rashes. The color of the box patient purchased was red box. The patient did not previously use other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack). The patient was not sleeping while wearing the product. The patient wore a t shirt over the thermacare product so product did not attach to body. The patient was not wearing a snug waistband/belt or similar or otherwise applied pressure over the area. The patient did not engage in exercise while using the product. The patient checked skin under the product thermacare when she applied for the first time. The patient read the usage instructions on thermacare before using the product. The action taken in response to the event was unknown. The outcome of the event was unknown. Sample status was forthcoming. According to the product quality complaint group: the root cause category is non assignable (complaint not confirmed). Consumer reports a burn from a wrap. The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. There was one site investigation involving wrap temperature, (B)(4)- multiple cold cells found in batch t38954. There were seven wraps with an individual cell temperature less than the lower individual cell temperature specification of 35.8° c per thermacare agm lower back & hip (8 hour) spec-28881, effective (B)(6) 2017. Root cause of the cold cells was determined to be equipment- brine pump number a9 was found to be broken; pump was replaced under work order #. No further testing is required by sop-54615, (effective 14dec2015) corrective action procedure (cap) for an individual cell temperature below the lower specification limit because a single cold cell in a wrap will not impact in the temperature profile of the wrap. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (14sep2018): new information received from product quality complaint included investigational results. Company clinical evaluation comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). Consumer reports a burn from a wrap. The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. There was one site investigation involving wrap temperature, (B)(4) multiple cold cells found in batch t38954. There were seven wraps with an individual cell temperature less than the lower individual cell temperature specification of 35.8° c per thermacare agm lower back & hip (8 hour) spec-28881, effective 06aug2017. Root cause of the cold cells was determined to be equipment- brine pump number a9 was found to be broken; pump was replaced under work order #. No further testing is required by sop-54615, (effective 14dec2015) corrective action procedure (cap) for an individual cell temperature below the lower specification limit because a single cold cell in a wrap will not impact in the temperature profile of the wrap. The product quality for the batch is not impacted by this complaint.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). Consumer reports a burn from a wrap. The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. There was one site investigation involving wrap temperature, (B)(4) - multiple cold cells found in batch t38954. There were seven wraps with an individual cell temperature less than the lower individual cell temperature specification of 35.8° c per thermacare agm lower back & hip (8 hour) spec-28881, effective 06aug2017. Root cause of the cold cells was determined to be equipment- brine pump number a9 was found to be broken; pump was replaced under work order #. No further testing is required by sop-54615, (effective 14dec2015) corrective action procedure (cap) for an individual cell temperature below the lower specification limit because a single cold cell in a wrap will not impact in the temperature profile of the wrap. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] has burns on her back;skin is removed,its blistered and gone/turned out to be burns caused by the heaters in the wraps. There was as many as 10 injuries,but only 4 of the injuries actually blistered [burns second degree] , the patient ended up having blisters on her back. Now they have turned into scars [scar] , . Case narrative:this is a spontaneous report from a contactable consumer reporting for wife and FDA. The regulatory authority report number is . A 46-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number t38954, expiration date jun2020 (also reported as 01jun2020 per FDA), from an unspecified date at an unspecified frequency for lower back pain for years. Medical history was none. There were no concomitant medications. The patient previously took thermacare heatwraps for unknown indication and experienced no adverse event. The reporter's wife used one of the thermacare heatwraps and she had burns on her back from it about 4 hours (after using the product) on an unspecified date. The skin was removed, its blistered and gone. As long as it had been around she had been using them. Reporter confirmed that no healthcare professional was involved. Reporter stated no treatment to "has burns on her back; skin is removed, its blistered and gone", patient just left it uncovered and didn't put anything on it. There was no lab work. The patient was not currently under the care of a physician for any medical condition. The patient did not have any of the following conditions: diabetes, poor circulation, heart disease, difficulty feeling heat or pain on your skin, rheumatoid arthritis, decreased sensation, neuropathy. The patient classified skin tone as olive. The patient did not have a sensitive skin. The patient did not have any abnormal skin conditions: atopic dermatitis, eczema, seborrheic dermatitis, skin allergy, hives or rashes. The color of the box patient purchased was red box. The patient did not previously use other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack). The patient was not sleeping while wearing the product. The patient wore a t shirt over the thermacare product so product did not attach to body. The patient was not wearing a snug waistband/belt or similar or otherwise applied pressure over the area. The patient did not engage in exercise while using the product. The patient checked skin under the product thermacare when she applied for the first time. The patient read the usage instructions on thermacare before using the product. Upon follow up on (B)(6) 2019, the patient ended up having blisters on her back. Now blisters had turned into scars. The reporter did provide to her that pfizer did a voluntary recall of some of these heatpacks. However, the expiration date they had that caused issue was not one from one of the lots that was recalled. Per information received from us FDA on 25feb2019, the reporter stated that his wife applied thermacare heatwrap to lower back for pain relief. A few hours later, she was stated to be in a different kind of pain. The reporter went on to say the pain turned out to be burns caused by the heaters in the wraps. There was as many as 10 injuries, but only 4 of the injuries actually blistered. The event "the pain turned out to be burns caused by the heaters in the wraps. There was as many as 10 injuries, but only 4 of the injuries actually blistered" onset date was (B)(6) 2018. FDA received the report on 01feb2019. FDA assessed the event report type as serious injury and event outcome as required intervention. The action taken in response to the event was unknown. The outcome of the event was unknown. Sample status was forthcoming. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). Consumer reports a burn from a wrap. The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. There was one site investigation involving wrap temperature, (B)(4)- multiple cold cells found in batch t38954. There were seven wraps with an individual cell temperature less than the lower individual cell temperature specification of 35.8° c per thermacare agm lower back & hip (8 hour) spec-28881, effective (B)(6) 2017. Root cause of the cold cells was determined to be equipment- brine pump number a9 was found to be broken; pump was replaced under work order #. No further testing is required by sop-54615, (effective 14dec2015) corrective action procedure (cap) for an individual cell temperature below the lower specification limit because a single cold cell in a wrap will not impact in the temperature profile of the wrap. The product quality for the batch is not impacted by this complaint. Follow-up (14sep2018): new information received from product quality complaint included investigational results. Follow-up (05feb2019): new information received from product quality complaint included: new event "the patient ended up having blisters on her back. Now they have turned into scars". Follow-up (25feb2019): new information received by pfizer from us FDA (mw5083659) includes: reported event term"turned out to be burns caused by the heaters in the wraps. There was as many as 10 injuries, but only 4 of the injuries actually blistered". FDA assessed the event report type as serious injury and event outcome as required intervention. Provided event onset date and other expiry date. Company clinical evaluation comment: based on the information provided, the event of "burn blisters", "scar" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "burn blisters", "scar" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.